Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the surge suppressor. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2800 system will not power up. There was no report of pt injury.